Event description:
Foreign body described as "ribbon-like gold metalic", "color of phaco needle", approximately 2-3mm long noted in patient's eye during phaco-emulsification procedure. Surgeon successfully removed the foreign body after approximately 10 minutes of intraoperative time. The surgeon had visually examined the needle under the microscope prior to use. The patient sustained no known permanent injury.judging from your questionnaire (copy attached), the issue of fragments associated with this equipment is not unknown to you.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, material degradation/deterioration, none or unknown, none or unknown, unanticipated short term complication of procedure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.